Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had gone into backup mode due to a firmware anomaly. The device was restored successfully. The patient was stable and asymptomatic.